Event description:
It was reported on (B)(6) 2023 that the patient experienced up trending lactate dehydrogenase (ldh) and plasma free hemoglobin (phgb) levels. Log file analysis found no unusual events. The patient did not report any symptoms in association with the event. It was noted on 19sep2023 that hemolysis laboratory tests were conducted which revealed undetectable haptoglobin levels and decreases in ldh and phgb levels. The patient¿s international normalized ratio (inr) goal was increased. It was planned to monitor hemolysis labs and ventricular assist device parameters.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to function as intended for the duration of the file. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 entitled ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including hemolysis. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 lot number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.